Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped. The patient was experiencing inappropriate shocks and a sensing problem. A new rate sensing lead was implanted.